Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-11-2017 with the following findings: there was no data in the pump histories due to continued use of the device. There was no evidence of missing basal programs. The pump basal program was set to 1 unit an hour; after 24 hours pump history showed 24 units delivered. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the patient said that at 4am, the basal disappeared from the basal settings. The patient had 10 basal settings and all the other settings were the way they should have been. The patient was getting .275 from 2am until 7am, instead of .325 from 4am until 7am there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.